Event description:
It was reported that significant noise on atrial egm (electrogram) has been reported in the past. The analyzer was returned for analysis. It was also reported there was no atrial signal on the atrial clips in normal position and that a discontinuity was assumed on the atrial clips. The cable was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, no anomalies were found. (B)(4): no anomalies were found.